Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of fluid from the heat exchanger was observed. No patient injury reported.

Manufacturer narrative:
Other, other text: one unit was received for evaluation; the returned unit was received in decontaminated condition without their original packaging. Visual and functional testing was performed. No broken or damaged parts were visually observed. Functional testing showed a leak between the tube with the adaptor connection. The complaint was confirmed. After sample evaluation the most probable root cause for the leak condition is due to lack of adhesive between the tube with the base tube, during the bonding assembly procedure. No lot number was provided therefor no device history record review could be completed.